Manufacturer narrative:
(B)(4). The third party service agent advised physio-control that they evaluated the customer's device and verified the reported issue. The third party service agent then replaced both the power module and therapy pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer's device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. . Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
A third party service agent contacted physio-control to report that a customer's device would not power on when prompted. There was no patient use associated with the reported event.